Event description:
The hospital reported that their vh-1111 'goes black,' the image blacks out. The problem was found during sterile prep, no patient effects.

Manufacturer narrative:
(B)(4). E1 event site name exceeded character limitations: (B)(6) regional hospital. The device was returned to the factory for evaluation on 11/06/2025. An investigation was conducted on 11/12/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that their vh-1111 'goes black,' the image blacks out. The problem was found during sterile prep, no patient effects. Sterilization processes that were used are low temp vpro, handwashed and enyzmatic cleaning. The issue happened before the surgery, there was no patient involvment.

Manufacturer narrative:
(B)(4). Corrected sections: b4, b5, g3, g6, h2, h6, h11.